Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhage") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months 18 days after insertion of essure, the patient experienced headache ("headaches"), fatigue ("fatigue"), depression ("bout of depression") and tetany ("episodes of tetany"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, headache, fatigue, depression and tetany outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, headache and tetany with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-sep-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 599 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.